Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high thresholds and during procedure it presented helix extension issues. A new lead was implanted. The patient presented an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b1-adverse event/product problem; b2-outcomes attrib to adv event; h6-impact code amendment: upon further medical review, it was determined that the infection occurred prior to the lead being implanted. As such, the lead did not cause or contribute to the infection and additional intervention.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high thresholds and during procedure it presented helix extension issues. A new lead was implanted. The lead is not expected to return for analysis. The patient presented an infection. No additional adverse patient effects were reported. Additional information indicates the infection was prior to the implant procedure, therefore, the cause of the infection its unrelated to the lead or device. No additional adverse patient effects were reported.